Event description:
Complainant alleged that the clinicians were attempting to pace a patient (age and gender unknown) and were unable to adjust the output pacing current. The clinicians then obtained a second device and successfully treated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.